Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was noisy and had a blower failed error code. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer contacted philips, and reported that the device was making a noise, it was also reported that the device had an error code (unspecified). The service engineer advised the customer to check the turbine and fan for noise. The se recommended that the blower be replaced. A follow up was performed with the key market, and it was reported that the error code was for a blower failure. A philips field service engineer (fse) noted that the device was restarted, and the device was checked. The fse reported that the noise was caused by the blower failure. The fse then replaced the blower to resolve the issue. The device was returned to full functionality.